Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the power supply assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will power on and off on its own. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will power on and off on its own. There was no patient use associated with the reported event.

Manufacturer narrative:
After additional investigation, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. Physio-control further evaluated the removed power module and determined that the likely cause of the reported issue was due to process residue on filter components fl4 and fl10 on the power supply pcb assembly. While not duplicated in testing, process residue can cause power on/off issues and is the likely cause of the reported issue.